Event description:
Lead fracture. Per angiography & cardiac procedure: on initial eval, it has over 4000 ohms lead impedance and has make-break contact when pressing on the pacer pocket. Dissection of the connective tissue from the pacer pocket from around the lead is performed and it is seen that there is a kink or disruption of the lining of the lead past the lead sleeve in the subcutaneous tissue. Therefore, it is felt that this lead is not a viable lead since it cannot pace at maximum output, has clear-cut physical lead fracture, and also has impedance which matches. The lead was easily removed without difficulty.